Event description:
It was reported that a 62-year-old female patient underwent breast surgery with unknown size unknown gel implants and experienced breast implant rupture on her left side postoperatively. Rupture of left implant seen during breast ultrasound on (B)(6), 2026 and MRI on (B)(6), 2026. As a result, the patient is scheduled for surgery on (B)(6), 2026. On (B)(6), 2026, mentor became aware that date of surgery is (B)(6), 2026, and patient experienced bilateral ruptures. This medwatch report is for the patient¿s right-sided device.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: right rupture d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. D4: UDI: as the lot, serial number, and corresponding expiration date for the device involved in the event was not provided, the full UDI is currently not available. D6b explantation date: (B)(6), 2026 mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2026, mentor became aware that the patient experienced left side rupture and breast mass, and right side device was found intact. Device information was also received. Hence, following fields have been updated on this form: - field d1 for brand name has been updated to "mentor memorygel breast implant". - field d4 for catalog number has been updated to "(B)(4)". - lot number "6993123" has been added to field d4. - field d4 for serial number has been updated to (B)(6). - field d4 for unique identifier( UDI) has been updated to "(B)(4). Since device was found intact; codes have been updated accordingly under section h. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: no issue found; device intact this supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).